Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the sensor had inaccurate readings. The customer¿s blood glucose was 500 and 368 mg/dl and the current blood glucose is 271 mg/dl. The customer was treated with an injection. The customer experienced symptoms such as nausea. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.